Event description:
The clinician reported that 19 days after the dental implant was placed in ada site 4 in the patient's mouth, the implant did not achieve osseointegration. The clinician reported the patient's trauma (eating at site), pain, mobility and bleeding. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.